Event description:
The pt had an overdose. The pt was in the ER. The device system was used to deliver baclofen. Add'l info has been requested. A follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).